Event description:
It was reported that at a routine device check, it was noted that there had been a sudden increase of the svc (superior vena cava) coiled impedance to high levels. It was also noted that the device had experienced multiple electrical resets. The lead and device remain in use, with the device apparently restored to normal operation based on the required interrogation to obtain data files. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).